Event description:
There was an allegation of questionable cysc tina-quant cystatin c results for 1 patient sample on a cobas 8000 c702 module. The initial cysc result was 7.95 mg/l accompanied by a flag indicating the value is above the linearity/measuring range of the assay. The customer questioned the result as it did not correspond with the patient's creatinine result. The sample was repeated in decrease mode and the result was 9.09 mg/l. The sample was repeated again and the result was 7.96 mg/l accompanied by a flag indicating the value is above the linearity/measuring range of the assay. A 1:3 dilution of the sample was performed and the result was 1.60 mg/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). An interfering factor is suspected in the patient sample. The investigation is ongoing.

Manufacturer narrative:
It was determined that the patient is diagnosed with waldenström macroglobulinemia. Per product labeling, "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." The investigation did not identify a product problem.